Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide did not move forward and the cannula was not visible; indicating the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device was received undeployed. The pod data indicates the pod delivered 12 pulses and that it reached an 0x12 alarm while in pod state 1. The pulse width data read during manufacturing final testing did not match the pulse width data read from the pod after it arrived for investigation, indicating some corruption of the device. During final testing, the pod receives a series of commands to clear the pulse data, assign lot and serial numbers, and change the pod state from 0 to 1. The pod is to respond, after this series of commands, with a code indicating that the commands were registered as intended or that the device reached an alarmed state during or after this series of commands. The final test data did not record any alarms, indicating that the pod did not send correct information to the testing system. The pod software failed to respond as intended, resulting in its data not being wiped, and allowing it to pass through manufacturing final test. Because this corrupted pod failed to communicate properly with the testing system, it was delivered to a user where it failed to deploy.